Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could result in the cannula inserting improperly. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. The exact cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. The adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Cracks were observed on the top housing and bottom housing. Although damage was observed on the top and bottom housing, this did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 200 mg/dl and 400 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the adhesive was not fully secure. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (hip/buttocks); upon removal, the cannula also appeared bent. As treatment, a new pod was applied and a bolus was delivered.